Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. (B)(4) refers to the leads. Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient reported severe pain on their right side that worsened with movement. An MRI was performed as a diagnostic. The rep also reported that both leads migrated. To resolve the issue, the right lead was replaced, and the left lead was repositioned. There were no factors reported that might have led to or contributed to the issue. There were no further complications reported or anticipated.

Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturing representative (rep) regarding a patient. Rep reported that they are currently in or now. Reported she is unable to communicate with ins . Reported prior to case, she was able to communicate and ins was charged. Patient had device turned off prior to electrocautery and physician used unipolar cautery. Rep reported the unipolar cautery did touch the ins. Rep reported that turning the communicator on and off twice then communicating issue was resolved. Rep reported that the percutaneous leads were replaced with paddle leads because the right lead never gave the desired coverage. Additional information was received from the manufacturing representative (rep). It was reported that the patient was getting electrocautery because they were replacing the perc leads with paddle leads. The cause of the poor communication was not determined. The information was confirmed by physician/ account.